Event description:
Patient had right femoral endartectomy. Right groin had 11f sheath, advantage glide wire, and 10x5 viabahn was attempted to be deployed. Distal portion of stent deployed, proximal portion only showed 3 of the 4 radio-opaque markers being deployed and there were two radiopaque markers on the proximal part of the deployment catheter that were stuck on the stent catheter. Rep was called to help trouble shoot. Dr. Tried ballooning open the area to see if that would cause stent to release from deployment catheter, but stent moved. Dr. Then used an ensnare and was able to snare the deployment catheter and fully deploy the stent. When the stent catheter was removed from the patient, the distal portion had fractured off. Dr. Advanced snare over the wire and was able to successfully retrieve. The portion of the stent was fractured off. X-ray demonstrated no remaining pieces of stent deployment cathter inside patient, stent was fully deployed. Parts saved and given to rep next day.